Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18731, 1627487-2021-18733, 1627487-2021-18734. It was reported the patient's left l4 and right s1 leads had migrated. In addition, the patient experienced ineffective therapy and motor stimulation when using therapy on the left s1 lead. Reprogramming was performed but was unsuccessful in restoring effective therapy. As a result, the patient underwent surgical intervention during which the 3 leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which of the s1 leads migrated, so this device is being treated as the device that migrated.